Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 21-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 1.875 mg/day and bupivacaine 10 mg/ml at 1.875 mg/day via an implantable pump. The physician reported that the patient recently had a catheter access study in clinic in preparation for a prophylactic pump replacement due to early replacement indicator (eri) 5 months. The catheter access port (cap) study was negative (date unknown). Patient also reported that she stopped feeling the side effects of her automatic flex dosing boluses which were typically associated with nausea and temporary numbness of the legs. Environmental/external/patient factors that may have led or contributed to the issue were adjuvant medication, high drug concentrations. Patient was taken to the operating room (or) today for planned pump replacement with possible catheter revision. The physician started by opening up the existing pump pocket and dissecting down to the pump and catheter. The old pump was removed from the pocket and the physician attempted to aspirate from the cap port, but still had no return of cerebrospinal fluid (csf). He then disconnected the proximal segment and attempted to aspirate directly from the spinal segment, but again had no return of csf. He then proceeded to use pf normal saline and injected it into the spinal segment of the catheter. After doing so, the catheter had ample return of csf. The physician initially planned to use the old proximal segment of the existing catheter but noticed that there was some fraying just below the connector piece. As a result, he decided to go ahead and replace the proximal segment. He was given an 8780 kit and used only the pump segment. There were no changes to the catheter length/volume. Implanted length was 114.3 cm; volume 0.251 ml. The new proximal segment was connected to the new pump and a final catheter aspiration was done before and after placing the pump back within the existing pump pocket. Incisions were then irrigated and closed. In order to prevent symptoms of overdose/toxicity, the physician lowered the patient¿s intrathecal dosing by approximately 39%. Previous dosing was dilaudid and bupivacaine each 3.073 mg/day. There were no changes made to the drug concentrations. Because the initial obstruction was found to be within the spinal segment, the physician declined to return the explanted proximal segment for analysis. Exact cause of catheter obstruction was unknown but thought to be related to precipitate buildup within the spinal segment which was flushed out using the pfns. The issue resolved at the time of this report.